Event description:
It is reported that the pt experienced a burning sensation in the knee while undergoing an MRI.

Manufacturer narrative:
This report will be amended when our investigation is complete.